Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited noise. The noise was unable to be reproduced, there was no breach on the x-ray, and isometrics were evaluated. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.